Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not been recovered for investigation. There is no information at this time to suggest an electrode belt malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Device download data revealed that the patient was treated twice during the event. At 21:10:24 the patient degraded to bradycardia (40 bpm), transitioned to an idioventricular rhythm (70 bpm), and then degraded to asystole. The lifevest delivered treatments at 21:32:13 and 21:33:30 during asystole. Over-sensing of low amplitude cardiac input signal contributed to the false detection. The patient remained in asystole following the treatments. The lifevest electrode belt was disconnected at 23:41:00. There is no indication that the lifevest treatments during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment. No deficiencies were alleged against the lifevest.